Event description:
It was reported that a device was used during an esophagogastrectomy. After firing the device, it was difficult to remove. The surgeon hand sutured to complete the case. A leak was detected in staple line on seventh post operative day. Pt rec'd barium enema, where excessive blood was noticed. Pt was treated with gastrointestinal decompression and high nutritional substance diet.